Event description:
Patient was here for tetralogy of fallot. Wrong product size stocked on cart - 40 cm on instead of 80 cm. While attempting to remove clots from chest tube with embolectomy catheter, catheter felt to stretch abnormally. On removal of catheter, it was noted to have a crack on the outer plastic with stretching/deformation of the inner port.